Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the cartridge was leaking. The customer's blood glucose level was not impacted. The contact indicated that another cartridge would be loaded onto the pump.